Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine would not flow from the catheter. The nurse tried to remove the catheter and found that it allegedly would not deflate. As a result; the nurse inserted a needle into the shaft of the catheter, and successfully removed a small amount of water. Subsequently, the nurse pulled the catheter; with the balloon inflated, out of the patient transurethrally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine would not flow from the catheter. The nurse tried to remove the catheter and found that it allegedly would not deflate. As a result; the nurse inserted a needle into the shaft of the catheter, and successfully removed a small amount of water. Subsequently, the nurse pulled the catheter; with the balloon inflated, out of the patient transurethrally.

Manufacturer narrative:
Received only catheter. The reported event was confirmed, as a user related issue. During the visual evaluation, observed salt accumulation around drainage eye and drainage lumen of returned sample. During the functional evaluation, inflated balloon with 10cc water and administered flow rate testing. While inflated, the flow rate was 0ml/min, 0ml/min and 0ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample did not meet the internal flow rate specification. Sample was dissected and observed heavy salt accumulation inside lumen causing blockage which makes it difficult for water to flow through. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine would not flow from the catheter. The nurse tried to remove the catheter and found that it would not deflate. Subsequently, the nurse inserted a needle into the shaft of the catheter, and successfully removed a small amount of water. The nurse pulled the catheter; with the balloon inflated, out of the patient transurethrally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine would not flow from the catheter. The nurse tried to remove the catheter and found that it allegedly would not deflate. As a result; the nurse inserted a needle into the shaft of the catheter, and successfully removed a small amount of water. Subsequently, the nurse pulled the catheter; with the balloon inflated, out of the patient transurethrally.